Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced back pain and nausea after getting into an altercation which left him with open cuts on both his left and right hands and increasing pain overnight. It was further reported that the patient experienced infection and sepsis. The organism was identified as (B)(6) bacteremia. It was also noted that there was vegetation on the right atrial (ra) lead. The ipg system was explanted and subsequently replaced. No further patient complications have been reported as a result of this event.